Event description:
During a site visit to the facility, a carefusion employee noted an unusual flow pattern after changing a membrane frame and completing the subsequent rate accuracy test. The fluid continued to flow ("seep") when it should have stopped. There was no patient involvement.

Manufacturer narrative:
(B)(4). Although requested on multiple occasions, the device has not been received for evaluation. The customer indicated that they are considering sending the device to a 3rd party for investigation. Should the device be received for evaluation, a follow up report will be submitted.